Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the displacement test or verify button error due to missing segments. The insulin pump had moisture damage was found on the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and she was unable to clear it. Customer's blood glucose was unknown. Customer was sleeping when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.